Manufacturer narrative:
The manufacturer previously reported information alleging of a thermal event to a dreamstation auto CPAP device. The user alleged there was a spark and flame where the ac cord plugs into the power supply brick. The user alleged her device no longer functions. There was no report of patient harm or injury. The device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the complaint of a spark and flame where the ac cord plugs into the power supply brick could not be confirmed. There was no evidence of visible foam particles or contamination. There were technical findings of a device thermal issue. The unit has been scrapped. Section h6 updated in this report.

Event description:
The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges there was a spark and flame where the ac cord plugs into the power supply brick. The user alleges her device no longer functions. There was no report of patient harm or injury. The device has not been returned to the manufacturer. The user was instructed to contact the dme for replacement of ac cord and dc power supply. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.